Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during surgery while impacting the femoral implant, the instrument was fractured. None of the fractured pieces fell into the patient's wound and there was no delay in the procedure as a result of the event. The implant was impacted using the secondary impactor.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned impaction pad shows that a corner has fractured off. A fragment about half the ap width and 1/5 of the ml width is missing at a corner where the pad comes in contact with the femoral component. The fractured piece was not returned. Additionally, there are scratches partially covering the superior surface of the device. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Per the package subjecting the instrument to high loads and impacts can lead to breakage. Therefore, the root cause of the reported issue is attributed to wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.